Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Glucose sensor simulator and minilink transmitter communicate properly with unit. Unit was monitor and no lost sensor alarm noted. Scratched lcd window, cracked display window corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, display anomaly, and keypad anomaly. The blood glucose at the time of the incident was 204 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.